Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, approximately 3.5 cm of the valve was returned with a transcatheter valve inside of the valve. Pannus fused the devices together. Due to the return condition of the product, the leaflets and commissures could not be assessed. Conclusion: medtronic is unable to determine a relationship between the product and the reported clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and two months post implant of this bioprosthetic valve in a seven year old pediatric patient, a transcatheter pulmonary bioprosthetic valve was implanted valve-in-valve due to a gradient measurement of 90mmhg, regurgitation and stenosis. Prior to replacement, an echocardiogram (ECG) was performed that revealed the gradient measurement while the patient was exercising. No additional adverse patient effects were reported.